Event description:
Hello, good day. This is an issue with a boston scientific tactra malleable penile implant. My issue is that it has no strength in the hinge area. It is supposed to be able to be bent up into position for penetration and hold that position. Instead, it drops from gravity. It has been like this from the day of the surgery. Tactra penile malleable, 13mm rods 21.5 length. But the following 2 questions below do not really apply since it is implanted.